Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were having a problem getting the insulin to go in the reservoir without getting air bubbles. The customer¿s blood glucose level was 550 mg/dl. The customer declined troubleshooting for the high blood glucose. They treated the high blood glucose with a shot. The customer declined troubleshooting for the air bubble anomaly because they did not have any more reservoirs. The customer stated they were no more air bubbles in the reservoir as their husband got them out. They product will be replaced and returned for analysis.

Manufacturer narrative:
Evaluated 2 open/used reservoirs. Performed pre-fill test to reservoirs. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles. Also ran basal,bolus leaking test as follows: reservoirs filled with diluent and connected to a new infusion sets. Installed reservoirs and connector into a pump. Conclusion: reservoirs no air bubbles. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.